Event description:
Information received from the field notes that collected data showed that the device tripped to eri on may 28, 2006. Measured data readings were 2.36 v, 13 ua, 29.9 kohms, 76.8 magnet rate and 2.15 v, 13 ua, 30.1 kohms, 76.8 pm magnet rate. The measured data in february 2006 was 2.76 v, 9 ua, 1.3 kohms, 98.6 ppm magnet rate. The patient was inter- mittently pacemaker dependent. The device was left at 50 ppm in vvi mode until it could be replaced.